Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that although the stimulation had previously been reduced, it was suddenly increased just now. Although the stimulation was previously set at 5.1, it had been lowered to 3.8 and 4.0. When the handset was checked, it was confirmed that the stimulation remained lowered. The reason why the stimulation suddenly felt strong was unknown, but since it was felt strongly, further reduction was suggested. The settings were then lowered by the patient to 3.2 and 3.4. It was reported that there was no change in the strength, but if the condition appears to be difficult, it was recommended that the next appointment¿which is scheduled for the 24th¿be moved earlier. The issue has not been resolved. Additional information was received. The settings were checked, and the issue was resolved by lowering the stimulation.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.